Manufacturer narrative:
Correction: section h6 results code should have been 3221, instead of 213, and section h6 conclusions code should have been 4315, instead of 67, in the initial report. These corrections have been reflected in this additional report 1.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2020-33147. It was reported that the patient's leads were poking out through the skin. As a result, the patient underwent surgical intervention during which the system was explanted. The patient was stable and the issue was resolved post-operatively.